Manufacturer narrative:
This device was used during the clinical trial prior to market approval. PMA approved device product code is mjo, PMA number p060023. (B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Event description:
It was reported that the patient enrolled in the clinical study underwent a procedure for anterior cervical discectomy and placement of artificial cervical disc at c6-c7. Approximately 82 months post-op, the patient had right shoulder pain and increased pain with shoulder motion. Patient treatment included massage therapy and medications included celexa and ibuprofen. No diagnostic procedures were performed. The artificial disc remains implanted.